Manufacturer narrative:
Age of device: 3 years, 4 months, 27 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that patient presented to the clinic on (B)(6) 2018 with fever and drainage from the driveline exit site (dles). Cultures tested (B)(6) for (B)(6) and the patient was started on bactrim double strength (ds) twice a day (bid) on (B)(6) 2018. On (B)(6) 2018, the patient presented to the ER with continued fever and acute kidney injury (aki). The patient was admitted to the hospital and started on intravenous (IV) vancomycin and had surgical washout of pump pocket 3 times. A pump pocket culture obtained during surgical washout was positive in addition to positive blood cultures. On (B)(6) 2018, the patient underwent a pump exchange with post-op positive cultures. On (B)(6) 2018, antibiotics switched to daptomycin and ceftaroline. Most recent cultures taken on (B)(6) 2018 were negative to date. It was reported that a broken tooth was the possible source of the infection. The patient had been treated with one round of antibiotics for it, but the tooth was never pulled due to inr being supratherapeutic. The customer felt that the infection spread to the pump pocket and migrated down the driveline. The patient denied driveline trauma and noncompliance with dressing changes. As of (B)(6) 2018, the patient remained in the ICU. The continued plan of care was still unclear, but most likely hospice due to type of antibiotic required to maintain negative cultures. No further information was provided.

Manufacturer narrative:
Expiration date. Date received by manufacturer. Device manufacture date. Investigation summary: a specific cause for the reported infections and a correlation to the evaluation of (B)(4) cannot be conclusively determined. The pump was returned with the driveline cut approximately 18¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists infections and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.